Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 329 mg/dl. Customer was doing a bolus attempt and received the motor error alarm. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap is loose and flush. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. Unable to verify the motor error alarms due to the initial alarms received. The pump passed the motor test. The pump had minor scratches on the lcd window, a cracked belt clip slot, a broken reservoir tube lip and a missing end cap sticker.